Manufacturer narrative:
Ablation for hepatocellular carcinoma in hepatitis b-related recompensated vs. Compensated cirrhosis. Hang zheng, qiqi liu, nijin wu, zhaojuan wu, can zhang, yuemin feng, chenyi liu, xinya zhao, qiang zhu and fujun yu. Zheng et al. European radiology (2026) 36:2965¿2977. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective analysis was conducted on patients with hepatocellular carcinoma (hcc) and hepatitis b virus related compensated cirrhosis or recompensated cirrhosis who underwent thermal ablation therapy, to compare the safety and effectiveness of the treatment. Between january 2009 and february 2024, 739 patients were included with 666 patients in the compensated cirrhosis cohort and 73 patients in the recompensated cirrhosis cohort. Thermal ablation was performed using either mwa with a competitor device and rfa using cool-tip rfa as the primary device. Major complications reported in the compensated cirrhosis cohort included postoperative liver failure (2), ascites (1), pain or vomiting requiring treatment (17), infection (13), and hydropneumothorax requiring treatment (8). Major complications in the recompensated cirrhosis cohort included pain or vomiting requiring treatment (3), infection (13), and hydropneumothorax requiring treatment (1).